Event description:
Approximately 20 min. Into treatment, the pt became dyspenic. The pt's rr was greater than 20 and the bp was elevated 180/110. The pt complained of feeling hot but was afebrile and was reinfused per the nephrologist. Symptoms were resolved after reinfusion. Estimated blood loss was greater than 100cc blood cultures were done and a change in dialyzer was prescribed.

Manufacturer narrative:
The returned unit from the same lot number was returned to the factory and tested for pygogens, acute systemic toxicity, intracutaneous toxicity and hemolysis; no abnormality was observed. Sterility and pyrogen tests are routinely tested prior to shipment; the records for this lot were reviewed and no abnormality was observed. The cause of the incident cannot be determined.